Event description:
A hospital in a foreign country, reported that an mr290 autofeed humidification chamber had overfilled on initial setup. No patient consequence was reported.

Manufacturer narrative:
The device was not returned to the manufacturer. An investigation was carried out based on the event description and a photograph of the device provided to the manufacturer. Results: the photograph of the device shows a dent in the base of the chamber below the right hinge bracket of the water feed valve. A lot check revealed no other similar complaints for this lot number. Conclusion: the dent to the base of the chamber observed in the photograph suggests the device had suffered an impact. The damage observed was consistent with a known failure mode. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level and advises the users to replace the chamber should the water exceed the limit line. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last year.